Event description:
Customer's spouse reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor high current draw. The insulin pump has minor scratched display window.